Manufacturer narrative:
The unit was in patient use, but they were not harmed. The unit does not have signs of fluid intrusion. Awaiting requested device for repair and failure investigation.

Event description:
(B)(4).

Manufacturer narrative:
Manufacturer narrative: customer stated the telemetry transmitter become abnormally hot and had a burning smell. Upon inspection it was found that the unit has fluid intrusion, when the transmitter was opened it smelled very bad. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.